Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- patient was revised to address pain. Doi: unk - dor: (B)(6) 2012. Update: litigation papers received (B)(4) 2013. Litigation alleges weakness. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on (B)(4) 2013. Update rec'd (B)(4) 2014¿ pfs and medical records received. This complaint is for the right hip. After review of the medical records the revision operative note indicated some corrosion on the trunnion of the stem. The stem is now being added to this complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/19/2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found additional complaints against the metal head provided product and lot combination. A review of the device history records for metal head did not reveal any related manufacturing deviations or anomalies. A complaint database search found no other reported complaints against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4).

Event description:
Ppf alleged dislocation. Updated patient identifier. Doi: (B)(6) 2004 dor: (B)(6) 2012 (right hip).